Event description:
After the repair of an incisional hernia some time ago (date unknown) with a sofradim mesh (probably parietex composite mesh, model # and lot # unknown), the patient had to be operated again for recurrence. During the re-intervention, the surgeon noted that the sutures were in place on the fasicia; however, the mesh had ripped and was on the left side of the defect. The hernia sac and the mesh were excised and a new mesh was placed in the hernia defect.